Event description:
Patient was revised to address elevated cobalt and chromium levels. Update: (B)(6) 2011 - litigation papers received. They allege that doi was (B)(6) 2006. They also mention potential cobalt chromium poisoning and constant pain. Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
(B)(4). Additional information: did the device deliver a scissored clip which cut the structure? Yes. Did the device deliver a properly formed clip which cut the structure? Yes, the clip did close properly on itself. Did the clip not feed into the jaws, resulting in the jaws cutting the structure upon firing? The clip was fed properly and did fire, then a tear was noted in the cystic duct. (If yes, please reference the IFU which states to ensure visualization of the clip in the jaws prior to firing). How was the structure repaired? Clip was moved more proximal, leaving the tear to be removed all together. Which firing of the device did this event occur on? Laparoscopic cholecystectomy. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Device was fired again outside of the patient, clip appeared to be intact and closed properly. What were the indications for surgery? What was found? Cholelithiasis. Does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? No if so, whom? N/a. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).